Event description:
Covidien received info stating that during patient use, when the unit was connected to the alternating current, a 'backup battery failure' occurred. The pt was manually ventilated before being transferred to another ventilator. There was no negative patient consequences reported.

Manufacturer narrative:
(B)(4). The customer installed the software to resolve this issue.